Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue, but the alarm occurred again. The pump was replaced, and the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose.